Event description:
It was reported that during a stent graft placement procedure for the treatment of subclavian stenosis with aneurism, the balloon allegedly leaked when the contrast medium was injected post inflation of the device. It was further reported that the balloon allegedly had a pinhole rupture. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified in common device name and PMA/510k. (Expiry date: 11/2023). Device not returned.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: the sample was not returned for evaluation. The review of two images supplied of the procedure did not provide sufficient evidence to conclude leakage of the balloon during the stent deployment. Therefore, the investigation is inconclusive for the reported balloon pinhole rupture issue. The root cause for the reported balloon pinhole rupture issue could not be determined based upon the available information received from the field communications and images review. Labeling review: the instruction for use for the lifestream product was reviewed and contains the following information relevant to the reported event: warnings: do not exceed the maximum rated burst pressure since this increases the potential for balloon rupture and vessel damage. The use of a pressure monitoring device is recommended to prevent over pressurization. Use only diluted contrast medium for balloon inflation. Do not use air or any gaseous medium to inflate the balloon as this may cause uneven expansion and difficulty in deployment of the covered stent. For the contrast/saline solution, a ratio of 50/50 is recommended. Potential adverse events: balloon rupture. Precautions: do not use if the delivery system cannot be properly flushed. Store in a cool and dry place. Keep away from sunlight. Endovascular system preparation: 4. Carefully remove the selected device from the package. 5. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. 6. Flush the delivery system guidewire lumen with sterile saline mixture until saline drops from the distal end of the endovascular system. Air evacuation. 7. A 20 cc or smaller luer-lock syringe with a minimum of 5 cc¿s sterile saline mixture is recommended for use for aspirating this device. 8. With the distal balloon tip pointing down and positioned below the level of the syringe, pull negative pressure until all air is expelled. 9. Induce a negative pressure to remove any air from the balloon and inflation lumen. Repeat until all air is expelled. 10. Carefully release to neutral. Allow the inflation lumen to fill with the diluted contrast medium and maintain a neutral pressure. Important: do not apply positive pressure to the balloon. 11. Attach the prefilled inflation device to the inflation lumen of the catheter hub, ensuring no air bubbles remain at the catheter connection. Introduction of the endovascular system and placement of the covered stent. 15. Slowly inflate the endovascular system balloon to nominal pressure, expanding the covered stent. Confirm complete expansion via fluoroscopic visualization. A 15 ¿ 30 second inflation time is recommended. Important: do not exceed the rated burst pressure of the delivery system. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified in d2 and g4. H10: d4 (expiry date: 11/2023), h6 (method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported that during a stent graft placement procedure for the treatment of subclavian stenosis with aneurism, the balloon allegedly leaked when the contrast medium was injected post inflation of the device. It was further reported that the balloon allegedly had a pinhole rupture. The procedure was completed using another device. There was no reported patient injury.